Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported when the patient presented to the hospital for a presyncopal episode, loss of capture was observed in the right ventricle. Lead microdislodgement was observed from a chest x-ray. The right ventricular lead was repositioned into the atrium and replaced with a new right ventricular lead without issue. The patient condition remained stable before, during, and after the procedure. The patient will continue to be monitored.